Event description:
On (B)(6) 2012, the patient contacted animas alleging that she was hospitalized for diabetic ketoacidosis (dka) from (B)(6) 2012. The patient stated that she was on an IV drip in addition to her pump during the hospitalization. The patient was unable to complete troubleshooting at the time of the initial contact. During follow-up, the patient stated that at around 3:30 pm on (B)(6) 2012 her blood glucose (bg) was 278 mg/dl. The patient stated that she was able to give a correction bolus via the pump and her bg came down to 249 mg/dl. The patient stated that she had changed her site and set, and confirmed that the insulin was not expired. The patient confirmed that the basal and bolus history for (B)(6) 2012 was correct. The patient noted that she is trying to use different basal rates, and customer support advised the patient to discuss basal rate changes with her health care provider. There were no further details given regarding the hospitalization. The pump is not being returned at this time and the patient continued insulin pump therapy. This complaint is being reported because the patient allegedly experienced dka while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.